Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak that got under the insulin pump's lcd screen. Troubleshooting for the reservoir leak was performed. The customer¿s blood glucose level was 291mg/dl at the time of the incident. The customer was unsure whether the leak was past the second o-ring. The customer was advised to check for air bubbles and they stated that there was no air bubbles. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.